Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.